Event description:
Report 2 of 3 received of the rate continuously scrolling when the control knob was placed on the set rate position. The device was returned to the biomedical engineering department with an unsigned note that stated, "infusion rate changes to different rates." During testing by the user facility, the reported event could not be duplicated. There were no reports of adverse patient events or delay in critical therapy while the device was in clinical use.